Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the articulation bar for the top jaw fractured. There is biological debris on the device and the lower jaw is intact. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review identified similar reported events; however, all additional cases are from different lot numbers. Based on this outcome, the reported event is considered isolated. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences, additional factors include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the surgeon went inside the knee with the novostitch as normal and at the start of the case the upper jaw did seem to move normally. As he tried to move the jaw to the correct position between the condyles (it was a very tight knee), he noticed the upper jaw had stopped moving. He removed it from the knee to inspect it and saw that the bar had snapped. Then they made sure no piece had fallen off inside the patient. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).